Manufacturer narrative:
Device not returned for evaluation.

Event description:
During a procedure in which the monitor was in use with a mute sensor, it was reported that there was not enough audio feedback being muted. This condition, in which the device is delivering additional audible indication, may be misunderstood by the user, posing increased risk of nerve injury. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.